Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419378 lead, implanted: (B)(6) 2005; 8040 ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient died due to aggravated general condition including progression of renal failure and infection. The source of the infection was not provided. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.